Event description:
It was reported the programmer failed to measure sensing and threshold values. It was unclear whether the issue was related to the programmer or analyzer. The programmer and analyzer were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. The operation of the programmer and analyzer was verified. Both devices passed testing, and their interaction and operation was confirmed. However, hard drive corruption and error messages were found in the programmer history logs. A broken power cord bay latch was also observed.